Event description:
A male patient with a history of hyperpiesia (on medication) and diabetes underwent aaa repair in 2009. The patient's anatomical form was suitable for endovascular repair although, the vessel wall of the proximal neck had thrombosis and the proximal site of the right common iliac artery was stenosed due to calcification. The procedure was conducted as prescribed. A final angiography found blood leakage into the right side of the aneurysm. The physician thought it was due to proximal type I endoleak (1820334-2009-00311) and type iii endoleak of the ipsilateral (right) iliac leg connection (1820334-2009-00312). The physician ballooned the proximal site and ipsilateral iliac leg connection with a balloon of another manufacturer, but endoleaks were not resolved. The ipsilateral iliac leg connection was occluded and blocked the blood flow. An angiography was performed and it found a type I endoleak from the distal site of the contralateral (left) iliac leg. The physician placed a xl stent of another manufacturer in the proximal site, ballooned the contralateral iliac leg connection with an equalizer, and also placed a large stent of another manufacturer in distal site of the contralateral iliac leg. Angiography found that endoleaks were reduced, but the collatral vessel (suspicion of type ii endoleak) and possible type IV endoleak seeped from the stent graft were confirmed. The physician took a wait-and-see approach. A follow-up CT revealed the endoleaks were resolved. The patient recovered from the surgery.

Manufacturer narrative:
Investigation evaluation: the development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The physician discusses a possible leak at the distal seal of the contralateral leg graft. Additionally, a type 4 endoleak is discussed, but no details are given as to where on the graft this may have occurred. Based on the limited information in the case file, the type 4 endoleak is assumed to have occurred at the distal site of the contralateral leg extension. However, we have notified the appropriate individuals and we will continue to monitor for similar events.